Manufacturer narrative:
Voluntary medwatch report received: mw5156802. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch report received reported that the atrial lead exhibited low pacing impedance, far field oversensing and noise resulting in inappropriate mode switch. Insulation breach was suspected. No intervention or patient adverse effects were reported.